Event description:
The customer called and reported his blood glucose was 444 mg/dl, after running out of insulin overnight. The customer took a correction from the insulin pump after changing the infusion set. He had a number of questions and advice was given regarding bolus wizard recommendation, proper storage of insulin, and when to order consumables again.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.